Event description:
Customer reported that a patient presented with a surgical wound dehiscence four days following c-section. The patient was returned to surgery for repair. No further information was provided.

Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.